Event description:
While evaluating a homechoice cassette for a reload set alarm, baxter's failure analysis lab noted an incomplete prime of the patient line. No patient injury or medical intervention was reported at time of initial report.